Manufacturer narrative:
Corrective actions have been implemented and reported in connection with follow-up report regarding MFR report #8032044-2007-00004.

Event description:
Valve of provox 2 was "dislodged" during insertion which made valve non-functional.